Event description:
It was reported that the patient underwent a revision surgery approximately 11.5 years post implantation due to tibial loosening. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10. Concomitant medical products: unknown cement. 00596001651 - femoral component precoat size f left - 62651586, 00596204010 - articular surface use with lps/lps-flex 51 or 52 suffix femorals - 62502525. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.